Event description:
On 08 december a patient underwent a thrombectomy and atherectomy procedure using through an aspirex device. During the procedure, no aspiration occurred after rotation started. Further inspection revealed elongation of the wire¿s gold tip, and it was reported that the device was allegedly difficult to remove from the system. The wire and catheter had to be removed together as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), a patient underwent a thrombectomy and atherectomy procedure using through an aspirex device. During the procedure, no aspiration occurred after rotation started. Further inspection revealed elongation of the wire¿s gold tip, and it was reported that the device was allegedly difficult to remove from the system. The wire and catheter had to be removed together as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4 manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample, images and videos were received. A physical investigation was not possible. Due to no sample, images and videos received, the reported malfunction cannot be confirmed. A guide wire break can have various reasons. A clear root cause could not be established. Labeling review: labeling review are not applicable for this complaint as it is a complaint not connected to labeling. The user described event involves the device itself and issues with it. G3, h6 (component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.